Event description:
It was reported that during a laparoscopic ventral hernia repair the gasket in the device tore during the entry of the mesh and instrument. The gasket was retrieved and removed from the pt. There was no consequence to the pt.